Manufacturer narrative:
Additional information by the filed representative provided noted that the most recent out of range shocking impedance measurements was isolated and the shocking impedances measurements went back to a stable normal value, while the other lead measurements also remained stable. No revision has been planned.

Manufacturer narrative:
Additional information received noted that shocking impedances were once again out of range. At this time there has been no follow up or intervention. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that a synchronized test will be performed to access the system. At this time the date of the procedure was not determined.

Event description:
--

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Additional information received noted that shocking impedances were once again out of range. At this time there has been no follow up or intervention. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device displayed high out of range shocking impedances on the right ventricular channel. At this time there has been no intervention or follow up. No adverse patient effects were reported this lead remains implanted. Additional information provided noted that shocking impedances are back to normal ranges. International technical services noted that a lead issue was not suspected, however a follow up was discussed to reset counters as well as notifying the physician of the out of range shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which noted that the physician was reluctant to perform high energy shocks and the system remains implanted at this time. Should additional information become available this investigation will be updated.

Manufacturer narrative:
A follow up took place and it was noted that the impedances were within normal range and all other measurements were stable and normal as well. The system remains implanted. Additional information received noted that another alert was triggered due to out of range shocking impedances. Information was sent to technical services for all the values of shocking impedances since the implant. Information was provided by technical services. At this time the system remains implanted.

Manufacturer narrative:
Information regarding another alert was received due to out of range shocking impedances. At this time there has been no change to the system.

Manufacturer narrative:
Additional information received noted that a shock test was performed and the shocking impedances were high, while all the other measurements were within normal range. Additional analysis was requested from technical services. A review of the data by technical services was done. Technical services discussed the out of range measurements and noted that from the analysis of the data a clear lead issue can not be confirmed. Technical services discussed performing various tests to assess the system integrity. At this time the system remains implanted.